Manufacturer narrative:
Date fever began is not known. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with double locking plate and bone allograft following tumor resection on (B)(6) 2011. Approximately two (2) months prior to removal, patient reported pain in the left thigh. It was determined one (1) of the plates was broken. Patient was returned to surgery on (B)(6) 2017 where broken plate was removed. Patient was revised to the a2fn expert nailing system. On unknown date it was reported patient developed a fever. Revision of broken plate is addressed in (B)(4). This report addresses the post-operative fever. This report is for unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).